Event description:
The customer reported via phone call that he had a blank screen and low battery alert. Customer has changed the battery 3 times and stated that there is a crack in the battery compartment. Customer's blood glucose was 197 mg/dl. Customer stated there was damage in the battery compartment due to regular wear and tear. Customer also stated that the battery cap continues to turn. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The low battery alarm was unable to be verified due to no button response. The operating currents were unable to be performed due to no button response. There was no blank display and the insulin pump was received with a minor scratched display window. The insulin pump was received with a cracked case at the display window corner. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.